Event description:
There was a break/cut in the intrathecal section of the catheter. No pt symptoms were reported. The distal portion of the catheter was replaced only. The pt was reported to have recovered without sequela. The medication being delivered via the device system was baclofen.